Event description:
After the procedure, they found that the hard wire part was pushed back as attached pic. And we were asked by the hospital to check with the manufacturer.

Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
After the procedure, they found that the hard wire part was pushed back as attached pic. And we were asked by the hospital to check with the manufacturer.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and although a temporary deviation notice was given, there is no evidence that it contributes to the complaint. According to the product experience report, there was no sample to be returned. A photo was returned with the complaint, however, the photo does not provide evidence of any manufacturing defect; the photo is suggestive of damage in the user environment. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible.